Event description:
Information received indicated that when the brakes were activated the foot end casters did not hold.

Manufacturer narrative:
The hill-rom technician found the casters were worn. He replaced the foot end casters and the bed functioned to specifications.